Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 53 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 19 mm, proximal diameter of non-aneurysm aortic neck was 26 mm, distal diameter of non-aneurysmal aortic neck was 32 mm, diameter of right iliac artery was 11 mm, diameter of left iliac artery was 10 mm, diameter of right femoral artery was 9 mm, and diameter of left femoral artery was 8 mm. The right and left iliac arteries were mildly tortuous. It was reported that during the three year follow up an ultrasound noted an unknown endoleak. There was no reported intervention or action taken. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).